Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced part of the infusion set changed to yellow on the second day after implanting even on (B)(6) 2026. No further information available.